Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery gauge was fluctuating and subsequently, the pump shutdown. The customer's blood glucose level ranged from 117-118 mg/dl. The customer continued to use the pump for insulin therapy. In addition, ot was reported that the usb cable no longer charged the pump. Customer was able to confirm that pump charged with an alternate cable.